Event description:
It was reported that during a supply change for an ilet setup, the user experienced cartridge leaking associated with difficulty fully inserting the connector; after performing a rewind and testing the connector independently, a new cartridge and connector were inserted successfully and the supply change was completed, with the user resuming automated insulin delivery. Customer care provided support that included troubleshooting guidance and education, including connector seating verification, rewind, and reinsertion steps. Investigation of this case revealed a leaking cartridge and incomplete connector engagement, which resolved with replacement and correct seating of components. No adverse clinical effects during the event reported and no changes in blood glucose. Outcomes included no medical intervention, no alarms, and no interruption to therapy after the successful replacement. It was concluded, based on previously established findings for similar reports, that the cause was user technique during connector insertion.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.